Event description:
A healthcare professional reported that the vitrectomy probe did not cut the vitreous body during a vitrectomy procedure. Following a 5 minute delay, the procedure was completed with a new probe with no impact to the patient.

Manufacturer narrative:
Seven (7) lot numbers were identified with the complaint. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have contributed to the reported complaint. Two lots were reworked/reinspected for cut test failure. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).